Manufacturer narrative:
Please note the corrections to h6 results and conclusion codes. The devices were tested at the distribution center in japan and pictures were provided. The following result was communicated: as confirmed at the distribution center, there are no abnormalities in targeting accuracy. Therefore, based on this comment, the provided pictures and the fact the devices were successfully tested pre-operatively with the nail, the event cannot be confirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a user-related issue which led to misalignment during procedure, since the devices were confirmed to be fully functional at the distribution center. Misalignment with the nail¿s holes can result from several factors, including (but not limited to) insufficient tightening of the nail holding screw, applying too much axial force on the construct or unsuitable bone geometry. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during drilling for the proximal reconstruction screw, the distal drill was advanced through the device but struck the nail's screw hole, preventing normal passage." The surgery was completed using a free-hand technique.

Event description:
As reported: "during drilling for the proximal reconstruction screw, the distal drill was advanced through the device but struck the nail's screw hole, preventing normal passage." The surgery was completed using a free-hand technique.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.